Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 1 device was received. 1 device was not available for evaluation. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes 2 malfunction events in which the device had a component detach. - 1 event had the problem identified before clinical use/exposure; there was no patient involvement. - 1 event had patient involvement; no patient impact.